Manufacturer narrative:
The customer's reported complaint of "the thermogard xp ivtm system (s/n (B)(4)) displayed a tcmid:06 (ce post failure) error message during the power-on self-test (post)" was confirmed based on the review of the event logs and during functional testing. The root cause of the reported issue was the defective cooling engine (ce), likely due to a defective component. During visual inspection of the returned thermogard console, it was noted that the handle, the pivot display assembly, and the display head lever were missing. Probably the customer did not follow complete instructions for preparing the system for packaging and shipping to zoll. All the missing parts will be replaced to address the issues. Event log data review was performed and showed multiple tcmid:06 (ce post failure) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message; thus, confirming the reported complaint. Investigation revealed that the cooling engine (ce) was defective, and it will be replaced to remedy the fault. Unrelated to the reported complaint, it was noted that the display head battery had low voltage, attributed to normal use of the device over time. The thermogard console is a reusable device and was manufactured in august 2016 and is almost 5 years old. The battery will be replaced per standard service procedure. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During setup for treatment, the thermogard xp ivtm system (s/n (B)(4)) displayed a tcmid:06 (ce post failure) error message during the power-on self-test (post). Another thermogard console was used to initiate and complete the treatment successfully. The reported issue did not cause any significant delay in providing the treatment. No consequences or impact to the patient.